Manufacturer narrative:
A review of lot file # a744 was performed. There were no nonconformances or alarms associated with this event type for this lot. This lot met all release requirements. A review of complaints received for lot # a744 was performed. There was one additional complaint reported for a photoactivation module leak to date for this lot. No trends detected. Service order feedback: field engineer checked and cleaned the instrument. Checkout procedure performed and was ok. The device is operated within the required specification. This assessment is based on the information available at the time of the investigation. No product was returned by the customer. Therefore, a root cause cannot be determined based solely on the info provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Mxp (B)(4).

Event description:
The customer reported a photoactivation plate leak during treatment that was noticed after the treatment was completed. Name of complainant: same as reporter. Customer reported that only 3 cycles in total were completed because of bad pt veins. After the treatment was completed and pt had gone home, the customer removed kit and realized that a leak had occurred in the photoactivation plate. A service order # (B)(4) has been created to inspect the instrument. The customer did not return any product for investigation.